Manufacturer narrative:
On 02 february 2023, the distributor reported the additional information: the pump history was checked, and it was confirmed that the reported issue occurred on 04 april 2022. The customer reverted to alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. There was no reported impact to the customer's blood glucose. No additional patient or event information was provided.